Manufacturer narrative:
Complainant address: (B)(6). Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in the left anterior descending (lad) artery. A 2.50 x 38 mm promus element¿ long drug-eluting stent was advanced to treat the lesion; however, it was noted that the stent had detached from the balloon. The detached stent was then completely removed with a snare and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: promus element mr ous 2.50 x 38mm stent delivery system (sds) was returned for analysis. The stent was returned detached from the delivery system and loaded on a mandrel. The stent was severely stretched and damaged. The manufacturing data for this device was reviewed and there were no issues noted. The maximum stent profile was measured which is within the max crimped stent profile. The bumper tip of the device was examined and no issues were noted. The balloon body was reviewed and there were no issues noted. The balloon wings were tightly wrapped and had no received any significant positive pressure. There were crimp markings evident along the entire length of the balloon wall indicating overall crimp contact between the balloon and the stent at the time of manufacture. A visual and tactile examination of the device revealed no signs of kinks or damage along the hypotube. An examination of the shaft polymer extrusion found no issues. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in the left anterior descending (lad) artery. A 2.50x38mm promus element¿ long drug-eluting stent was advanced to treat the lesion; however, it was noted that the stent had detached from the balloon. The detached stent was then completely removed with a snare and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.